Event description:
During the evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The device was sent to philips bench for evaluation. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The customer was provided a replacement device to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.